Event description:
Surgeon reported that a highly uncooperative pt had a lasik flap procedure, bilaterally. After creation of the cut the surgeon stopped the procedure before treatment with excimer laser as pt no longer cooperated. A company representative onsite observed that the flap sidecut was not visible, and after review noted that the energy setting used was for service, as laser had been serviced recently, and not surgeon¿s default setting. User had not reviewed settings prior to procedure. A photorefractive keratectomy (prk) is planned for the pt. According to surgeon lasik was considered to be no longer appropriate due to lack of pt cooperation. Add¿l comments from the surgeon indicated that pt was very restless, several eye suction attempts were made, procedure canceled with 15 min break, ¿strong secretion¿, and patient was very tense. Add¿l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).